Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels since (B)(6) 2013. The patient experienced sickness and positive ketone bodies. The patient went to the emergency room with a blood glucose level of 380 mg/dl. She was admitted to the hospital with diabetic ketoacidosis. The patient received insulin serum therapy at the hospital. She alleged that the infusion device was related to her hyperglycemia, however, troubleshooting with the patient did not identify any problems with the device. The patient continues to use the same device and her blood glucose levels have returned to normal. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.